Manufacturer narrative:
The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, a test reservoir was installed and did not lock in place due to complete broken reservoir tube lip. The insulin pump had missing o-ring and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that the part of the reservoir compartment where they put the reservoir in broke off. The customer's blood glucose was 222 mg/dl at the time of incident. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.